Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was the device was put through extensive testing including bench handling, impedance, and defibrillation cycling without duplicating the report. Review of the device log acknowledged the reported event; however, it was determined not to be a device malfunction. The device log indicated the user attempted to shock while in monitor mode. Once the user switched to defib mode, the device operated as expected when the appropriate criteria was met. The device delivered a shock in this event following a shock advised analysis.the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.